Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Upon visual inspection of the two pieces of explanted mesh, the lack of integration or cause of ruptured mesh could not be clarified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced a recurrent hernia, sliding of the mesh and lack of integration. On (B)(6) 2014, the patient underwent a surgical procedure with ablation of the old mesh and implantation of new mesh. Additional information has been requested.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.